Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), swelling ('blood clots/swelling- hospitalized for 8 days') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), swelling (seriousness criterion hospitalization), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/blood clots"), metrorrhagia ("metorhagia (bleeding b/w periods)"), raynaud's phenomenon ("raynaud's disease"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), vulvovaginal dryness ("vaginal dryness"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, swelling, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, raynaud's phenomenon, fatigue, hormone level abnormal, migraine, headache, weight increased, vulvovaginal dryness, rash and skin disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, skin disorder, swelling, uterine perforation, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, autoimmune, other injuries/symptom : yes received treatment for perforation : no. Date of insertion : 2009 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. This case become incident. Lab data, reporter information were added. Previously reported event injury were updated to chronic/pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding)/blood clots, metorhagia (bleeding b/w periods), raynaud's disease, pregnancy: birth - no complication, device ineffective, uterus perforation, fatigue, hormonal changes, migraine, headaches, rash/skin condition, blood clots/swelling- hospitalized for 8 days incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration of essure device: uterus') and swelling ('blood clots/swelling- hospitalized for 8 days') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, offensive vaginal discharge, cyst ovary, vaginal delivery, muscle ache, multigravida (full term: 5), parity 4 (B)(6) 1994 , (B)(6) 1998 , (B)(6) 2001 , (B)(6) 2009 and miscarriage. Concomitant products included diazepam (valium), folic acid (vitafol), hydrocodone bitartrate;paracetamol (vicodin hp), ibuprofen (motrin), metronidazole and norethisterone (ortho micronor). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ blood clots") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced complication of device removal ("attempted failed removal"). On (B)(6) 2016, the patient experienced peripheral embolism ("left ring finger embolis"). On an unknown date, the patient experienced swelling (seriousness criterion hospitalization), pelvic pain ("chronic/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia bleeding b/w periods"), raynaud's phenomenon ("raynaud's disease"), vulvovaginal dryness ("vaginal dryness"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and abdominal pain lower ("abdominal pain lower/lower right abdomen pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, swelling, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, raynaud's phenomenon, fatigue, hormone level abnormal, migraine, headache, weight increased, vulvovaginal dryness, rash, skin disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, vaginal discharge, peripheral embolism and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, complication of device removal, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral embolism, pregnancy with contraceptive device, rash, raynaud's phenomenon, skin disorder, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: trailing coils count on the left was 10. Trailing coils count on the right was 2. Patient received treatment for pain, bleeding, autoimmune disorder. Date of birth: (B)(6) 2011 second removal attempt on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: bilateral occlusion. Bilateral fallopian tube occlusion by ensure procedure. Pathology test on (B)(6) 2011: final diagnosis portion right fallopian tube: complete cross section of fallopian tube clinical history: desired sterilization clinical diagnosis: desired sterilization procedure: laparoscopic tubal ligation, removal essure. Specimen source: portion right fallopian tube. Gross description: portion. Right fallopian tube." Received is a purple tan tube, measuring 0.4 cm in length by 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: headaches, swelling, fatigue, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet received. Event attempted failed removal on (B)(6) 2011 was added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration of essure device'), swelling ('blood clots/swelling- hospitalized for 8 days') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, offensive vaginal discharge, cyst ovary, vaginal delivery, muscle ache, gravida ii (full term: 5), parity 4 ((B)(6) 1994 , (B)(6) 1998 , (B)(6) 2001 , (B)(6) 2009) and miscarriage. Concomitant products included diazepam (valium), folic acid (vitafol), hydrocodone bitartrate;paracetamol (vicodin hp), ibuprofen (motrin), metronidazole and norethisterone (ortho micronor). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/blood clots") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 20 days after insertion of essure. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced peripheral embolism ("left ring finger embolis"). On an unknown date, the patient experienced swelling (seriousness criterion hospitalization), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), raynaud's phenomenon ("raynaud's disease"), vulvovaginal dryness ("vaginal dryness"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), abdominal pain lower ("abdominal pain lower") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, swelling, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, raynaud's phenomenon, fatigue, hormone level abnormal, migraine, headache, weight increased, vulvovaginal dryness, rash, skin disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, vaginal discharge and peripheral embolism outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral embolism, pregnancy with contraceptive device, rash, raynaud's phenomenon, skin disorder, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: trailing coils count on the left was 10. Trailing coils count on the right was 2. Patient received treatment for pain, bleeding, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Bilateral fallopian tube occlusion by ensure procedure. Pathology test - on (B)(6) 2011: final diagnosis portion right fallopian tube: complete cross section of fallopian tube clinical history: desired sterilization clinical diagnosis: desired sterilization procedure: laparoscopic tubal ligation, removal essure. Specimen source: portion right fallopian tube. Gross description: portion. Right fallopian tube" - received is a purple tan tube, measuring 0.4 cm in length by 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: headaches, swelling, fatigue, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: abdominal pain lower, abnormal bleeding vaginal, nickel allergy, vaginal discharge and left ring finger embolis. Event verbatim was updated as uterus perforation/migration of essure device. Patient demographic information and essure start date updated. Fu 3 and fu 4 processed together. On 22-nov-2019: medical records received. Other relevant history and lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration of essure device: uterus') and swelling ('blood clots/swelling- hospitalized for 8 days') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, offensive vaginal discharge, cyst ovary, vaginal delivery, muscle ache, multigravida (full term: 5), parity 4 (B)(6) 1994 , (B)(6) 1998 , (B)(6) 2001 , (B)(6) 2009) and miscarriage. Concomitant products included diazepam (valium), folic acid (vitafol), hydrocodone bitartrate;paracetamol (vicodin hp), ibuprofen (motrin), metronidazole and norethisterone (ortho micronor). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/blood clots") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced complication of device removal ("attempted failed removal"). On (B)(6) 2016, the patient experienced peripheral embolism ("left ring finger embolis"). On an unknown date, the patient experienced swelling (seriousness criterion hospitalization), pelvic pain ("chronic/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), raynaud's phenomenon ("raynaud's disease"), vulvovaginal dryness ("vaginal dryness"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and abdominal pain lower ("abdominal pain lower/lower right abdomen pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, swelling, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, raynaud's phenomenon, fatigue, hormone level abnormal, migraine, headache, weight increased, vulvovaginal dryness, rash, skin disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, vaginal discharge, peripheral embolism and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, complication of device removal, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral embolism, pregnancy with contraceptive device, rash, raynaud's phenomenon, skin disorder, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: trailing coils count on the left was 10. Trailing coils count on the right was 2. Patient received treatment for pain, bleeding, autoimmune disorder. Date of birth: (B)(6) 2011. Second removal attempt on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Bilateral fallopian tube occlusion by ensure procedure.. Pathology test - on (B)(6) 2011: final diagnosis portion right fallopian tube: complete cross section of fallopian tube clinical history: desired sterilization clinical diagnosis: desired sterilization procedure: laparoscopic tubal ligation, removal essure. Specimen source: portion right fallopian tube. Gross description: portion. Right fallopian tube" - received is a purple tan tube, measuring 0.4 cm in length by 0.2 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: headaches, swelling, fatigue, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.